Manufacturer narrative:
(B)(4). Final analysis of the pump revealed pump fluid path, reservoir access issues due to residue during or after decontam.

Event description:
The device was removed due to "early elective replacement."